Event description:
The customer complains about blood leak during treatment. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Add'l manufacturer narrative: internal blood leaks can occur due to damage to the hollow fibres. There is no sample available for investigation. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.